Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. Philips fse (field service engineer) confirmed check vent alarm upon power up with multiple error codes. The fse replaced the printed circuit power management board to resolve the issue.

Event description:
The customer reported a check vent alarm. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 12feb2019. Date received by manufacturer: 06feb2019. The power management board assembly was returned to philips for investigation. The customer complaint was unable to be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.